Manufacturer narrative:
PMA/510(k) #: p200023. Common name - qan. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Subramaniam1 et al 2021 (zilver vena) - "extrinsic compression of the right external iliac artery secondary to iliac vein stenting". Procedure: (off label use of zilver vena in renal vein) the patient underwent his right iliofemoral venous angioplasty and stenting under general anesthetic. Access through the femoral veins bilaterally was obtained with ultrasound. The right iliac venous was crossed with significant difficulty, as anticipated given the chronicity of the dvt. Upon crossing the lesion with up and over technique, we performed intravascular ultrasound to confirm the location of the occlusions. We then dilated the distal ivc to 16 mm, and a 16-mm zilver vena stent (cook medical, (B)(6)) was placed from below the left renal vein to above the iliac bifurcation. The right common and proximal external iliac veins were dilated to 14 mm, and the remainder of the external was dilated to 12 mm. A 10-mm viabahn (gore medical; (B)(6)) stent was deployed from the distal external to the femoral vein. A 14-mm wallstent (boston scientific; natick, ma) was placed to cover the remainder of the proximal right common iliac vein. Patient outcome: (unrelated to zilver vena) in the immediate postoperative period, the patient was found to have weakness of the right foot, which was cool and pulseless. A computerized tomography angiogram showed well-positioned venous stents, but the right eia was occluded from its origin to 4¿5 cm distally. The patient was taken to the operating room immediately for percutaneous balloon angioplasty and stenting of the right eia. The right femoral artery was accessed, and an angiogram confirmed occlusion of the right eia. The occlusion was crossed, and an 8-mm viabahn stent was placed to treat the occlusion. The patient experienced significant relief of leg swelling in the immediate postoperative period; however, at 1-month follow-up, there was recurrence of symptoms, and he was managed conservatively with anticoagulation and compression stockings. This file will capture the off label use of zilver vena in the distal ivc below the left renal vein to above the iliac bifurcation.

Manufacturer narrative:
PMA/510(k) #: p200023. Section d: common name - qan. The zilver vena venous self expanding stent device of unknown rpn and lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver vena venous self expanding stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use state the following: ¿the zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction.¿ there is evidence to suggest the user did not follow the IFU. A definitive root cause of off-label use was identified from the available information. From the available information it is known that the zilver vena venous device was used below the left renal vein to above the iliac bifurcation. The IFU states that this device should be used for ¿the treatment of symptomatic iliofemoral venous outflow obstruction¿, therefore, this is considered to be off label use. The complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.